Event description:
High lead impedance, high thresholds and a sensing anomaly were observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event could not be verified. The lead exhibited normal electrical characteristics. An abrasion of the outer insulation at 11 cm from the distal tip shows exposure to an external wearing force. The positioning indicated that the abrasion could have occurred toward the heart valve. The lead insulation was damaged in the field and is not a result of deficiency in material or workmanship.